Manufacturer narrative:
(B)(4). The manufacturer's field service engineer (fse) noted an air source fault error code in the diagnostic log. During evaluation, the fse found the inhalation and exhalation test failed, and subsequently found a leak around the o2 flow sensor. The fse reseated the flow sensor to resolve this issue. Subsequently, no problems were found.

Event description:
Customer reported that the screen appeared to be going out and the device shut down with a 4010 error code (air valve stuck closed). The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the screen faded and the device shut down. No patient harm reported.